Manufacturer narrative:
A software analysis was initiated. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the registration screen in the application software lacked translation. There was no patient present when this issue was identified.